Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the shunt assistant is permeable. Adjustment test n/a braking force and brake function test n/a computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The shunt assistant is operating within acceptable tolerances. Results first we performed a visual inspection of the shunt assistant. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability and the opening pressure of the valve. The test of adjustability and the brake function is not applicable, because the shunt assistant is a fixed pressure valve. The shunt assistant operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion and under- drainage. At the time of our investigation, the shunt assistant was shown to be permeable and operated as expected. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient height 90 cm; exact weight (B)(6) kg. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was initially implanted on (B)(6) 2019 with a progav system. There was suspected blockage. A revision was performed on (B)(6) 2019 due to the malfunction and under-drainage. Associated medwatches: 3004721439-2019-00204, 3004721439-2019-00205.